Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2024, the patient was traveling in (B)(6) and experienced a seizure in (B)(6) . Prior to the seizure, the patient was with his mother and had not been feeling well, was ¿spacey and glassy eyed¿ but the family did not think it was diabetes related since the patient¿s cgm was providing a reading in the 100 mg/dl. Emergency medical services (ems) was called. By the time ems arrived (45 minutes later), the patient had stopped seizing and was ¿minimally conscious¿. The patient was transported to the emergency room where his bg meter reading was 26 mg/dl through labs and the cgm was still showing in the 100 mg/dl range. The registered nurse from the (B)(6) hospital looked at reports while talking to the patient¿s parent and in the timeframe the parent describes, there was noted to be a brief ¿dip down¿ into the 60s but certainly not the 26 that was found in the laboratory results. It is unknown how long the patient was in the ER. Although multiple attempts were made to the reporter and patient¿s parent to gather additional information, contact was unsuccessful. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.